Event description:
Pt called (B)(6) and stated she was unable to disconnect from arnia cycler after treatment completion. She had to cut patient line to come to clinic for peritoneal dialysis catheter (pd) repair. Pt came to clinic and home therapy rn changed pd cath extension set, notified medical doctor (md) and gave antibiotics per md orders. Pt left clinic with new pd cath in operation. Peritoneal dialysis, end stage renal disease.